Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Evaluation: three photographs were submitted for evaluation and upon visual inspection, a sealed overwrap package was observed labeled product code pms1, lot #lhh787. In addition, the qr barcode was readable with the scanner with a result of 01207050310757161722063010lhe994, the last four digits do not match the lot number. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that on an unknown date in 2022 an unwarranted mesh product was received from customers. It was reported that the product is without warranty and suspected to be spurious. Upon visual inspection of the photographs of the product submitted for evaluation the qr barcode was readable with the scanner, but the last four digits did not match the lot number. There were no adverse patient consequences reported. Additional information has been requested.